Manufacturer narrative:
A mfg defect caused the needle mechanism to fail and not place the cannula into the pt¿s subcutaneous tissue, resulting in the failure of the device to infuse insulin. It appears that the patient failed to follow the device instructions for use. The product user guide instructs the user to ¿check infusion site frequently for proper cannula placement¿. It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.

Event description:
Customer said that they had two pods which they did not think were delivering insulin correctly. The first was discarded and there is no further info available. The second pod (lot and sequence numbers noted) was returned to MFR for eval. They checked the patient¿s blood glucose and it was running ¿very high¿ but she thought it was due to stress. When she removed the pod, she noted that the cannula mechanism had not deployed. No further info was reported. The pod is being returned to the MFR for eval.